Manufacturer narrative:
As reported, after inflating the balloon of 6f-7f mynxgrip vascular closure device (vcd) and pulling back the unknown sheath to expose the white tamping device, the white tamper was not visible and was trapped in the device. So, the plug was never deployed. It was unclear whether it never came down in the first place or was pulled back during the sheath pull-back step. Manual pressure was held for hemostasis. There was no reported patient injury. The user then took apart the device and realized the plug and tamper were stuck with the outer sheath on the device. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Per visual analysis, the shuttle cartridge was disengaged to the black handle, the syringe was connected to the device with the stopcock open. The sealant and advancer tube were observed to have deployed on the catheter shaft, covering the balloon¿s proximal tip as received. The condition of the returned device does not match the description of the incident. It is unknown if the device was manipulated post the procedure. The device was inspected for damages/anomalies that may have contributed to the reported incident. No damages/anomalies were observed. Per functional analysis, the advancer tube was proximally pulled back and found properly engaged to the proximal tamp lock as received. The returned device performed as intended per the mynxgrip instructions for use (IFU). Per microscopic analysis, the tamp locks were inspected for damages that may have prevented the advancer tube from engaging to the proximal tamp lock during the procedure. No damages or anomalies were observed. A product history record (phr) review of lot f1933102 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿failure to deploy - advancer tube¿ was not confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. The returned device performed as intended per the mynxgrip instructions for use (IFU). It should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. According to the instructions for use (IFU), which is not intended as a mitigation of risk, it states to insert the mynxgrip into the procedural sheath up to the white shaft marker, then inflate the balloon until the black marker is fully visible on the inflation indicator. Neither the phr review nor the product analysis suggests that the reported events could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f1933102 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, after inflating the balloon of 6f-7f mynxgrip vascular closure device (vcd) and pulling back the unknown sheath to expose the white tamping device, the white tamper was not visible and was trapped in the device. So, the plug was never deployed. It was unclear whether it never came down in the first place or was pulled back during the sheath pull-back step. Manual pressure was held for hemostasis. There was no reported patient injury. The user then took apart the device and realized the plug and tamper were stuck with the outer sheath on the device. The device will be returned for analysis.